Event description:
The pt never experienced therapeutic effect. The lead was placed in the wrong area. The lead was replaced. Afterward, the pt still experienced lack of therapeutic effect. The field representative was contacted regarding the pt's situation. Additional information has been requested. A f/u report will be submitted if additional information becomes available.